Manufacturer narrative:
N/a.

Event description:
Device history record could not be reviewed as the issue of the reported event is unclear. The device log was reviewed, as the issue of the reported event is unclear, no conclusion can be given because the pump seems to be working properly. On (B)(6), the pump was started on the mains at 9:01 am, then a succession of alarms door/air/set not detected/door/ upstream occlusion and set not detected, and finally the device was turned off 18 seconds later. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: adverse event - additional data requested from the notifier and extraction of the pump log to support the investigation. Reporting as conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.